Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model#: sc-1110-02 serial #: 195158 description:precision implantable pulse generator (ipg).

Event description:
A report was received that the patient's right lead contacts were all marked with high impedances. The patient underwent an ipg and lead replacement procedure.

Manufacturer narrative:
Additional information was received that device malfunction was suspected on the leads. The patient was doing well postoperatively.

Event description:
A report was received that the patient's right lead contacts were all marked with high impedances. The patient underwent an ipg and lead replacement procedure.

Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed. Sc-2218-50 (sn: (B)(4)) a review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's right lead contacts were all marked with high impedances. The patient underwent an ipg and lead replacement procedure.